Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The battery packs were replaced and the candlesticks in the x-ray tube were greased. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system displayed a pre-charge error. No pt injury was reported.